Event description:
It was reported that this was a venous closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to an inferior vena cava (ivc) thrombectomy procedure. Reportedly, the footplate lever was pulled back yet would not stay open. The sutures of two new prostyle devices were successfully pre-placed. The sheath was 24f and the ivc thrombectomy procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The difficulty deploying the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty deploying the foot and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.